Event description:
It was reported the pt had fallen on her head onto the ear location. Since the fall, the pt was having pain at the ear. An emt was called to the pt's home and was going to bring the pt to the emergency room. The pt status was unk. It was not certain whether the pt's pain was due to the implantable neurostimulator (ins), and they wanted to turn off both inss. This didn't solve the pt problem. They then wanted to turn the inss back on. They were only able to successfully turn one of the ins back on. They were not concerned at that time about turning the second device on. Ref MFR report #3004209178-2010-02905.

Manufacturer narrative:
(B) (4).